Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was not further described. The peritonitis was manifested by cloudy fluid. It was not reported if the patient was hospitalized for the event. Two days after the event onset, the patient was treated with ceftazidime injection (250mg, per bag, intraperitoneal, discontinued after 10 days) for peritonitis. At the time of this report, the patient has recovered from the events nine days after the event onset. Patient retraining was completed. On an unknown date, dianeal 1.5% pd2 therapy was discontinued however, treatment with dianeal 2.5% pd2 was re-introduced and was ongoing. No additional information is available.

Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.